Manufacturer narrative:
It was discovered while troubleshooting with the bci hotline that the system was out of service and the technician on duty removed the onboard reagent packs manually. Hotline had customer load new packs properly and valid expected results were obtained with no further sample flags.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding no value/ind flags on all levels of qc for accutni, ckmb and bhcg generated by the access 2 immunoassay system. No reports of death, injury, or change to patient treatment have been reported in connection with this event.